Event description:
Info received indicates the head of the bed cannot be raised.

Manufacturer narrative:
The tech isolated the issue to a sticking head up valve. He replaced the head up valve to repair the bed.